Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 87, 85, 86 mg/dl. The customer's expected fasting blood glucose test result range is 100-175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/29/2017 and open vial date is less than 30 days. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:87, 85mg/dl, 86mg/dl, 89mg/dl. Customer has not had any recent changes in diet, exercise, or medications. Customer declined to run the back-to-back blood test during troubleshooting process.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 87, 85, 86 mg/dl. The customer's expected fasting blood glucose test result range is 100-175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/29/2017 and open vial date is less than 30 days. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:87, 85mg/dl, 86mg/dl, 89mg/dl. Customer has not had any recent changes in diet, exercise, or medications. Customer declined to run the back-to-back blood test during troubleshooting process.